Manufacturer narrative:
Also was involved tgu454520j/12768639. UDI# (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful treatment of the lesion include severe neck angulation. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion, aortic rupture, dissection, endoprosthesis migration, infection (e.g., aneurysm, device or access sites) and reoperation.

Event description:
On (B)(6) 2014, this patient underwent an endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses (proximal- tgu454520j/12768639, distal-tgu373715j/12751830). It was reported that the patient¿s distal neck was tortuous (angle unknown) and therefore the distal edge of the tgu373715j/12751830 did not have appropriate sealing to the native aorta. The physician elected to monitor the patient as no endoleak was observed during the procedure. The patient tolerated the procedure. During one week follow-up on an unknown date, imaging identified an access vessel dissection. It was reported that the final angiography at the initial procedure showed no access vessel dissection. The physician elected to monitor the dissection, which was resolved on a later date without any treatment. On an unknown date in (B)(6) 2018, the patient underwent total aortic arch replacement surgery with elephant trunk technique. On (B)(6) 2019, the patient¿s CPR became high (number unknown). The physician suspected either mycotic thoracic aneurysm, or device infection; however it could not be determined. The infection was controlled with antibiotics (details unknown). CT imaging on the same day also identified that the descending aorta distal to the tgu373715j/12751830 became aneurysmal, and that the distal portion of the tgu373715j/12751830 migrated proximally (distance unknown). No endoleak was observed, however d-sine (distal stent-graft induced new entry) was suspected to develop. It was reported that the physician attributed the newly aneurysmal distal descending aorta possibly to the infection. On (B)(6) 2019, the patient complained of pain. It was determined that the patient developed contained rupture of the distal descending aortic aneurysm developed post-operatively, and therefore a re-intervention was performed to repair the rupture. An additional conformable gore® tag® thoracic endoprosthesis was implanted, and the celiac artery was intentionally covered with the device to extend the distal neck. No issues were reported, and the patient tolerated the re-intervention.